Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report. Device unable to be returned.

Event description:
It was reported that an implant was removed due to infection. Another exact implant was manufactured to replace the first one.

Event description:
It was reported that an implant was removed due to infection. Another exact implant was manufactured to replace the first one.

Manufacturer narrative:
The reported event could not be confirmed, because the information provided was not sufficient. The customer stated that the infection is unrelated to the implant itself. Thus, there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue. The complaint is added to the complaint trend.